Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting that at some point during an arthroscopic shoulder repair it was noticed post use that a portion of the distal tip of a mitek vapr s90 electrode broke off into the patient's joint space. The fragment was suctioned out of the body and the repair was concluded successfully without further issue or harm to the patient.